Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with twelve clips remaining, and the handle was misaligned. Functional testing found that the jaws would not close when the handle was actuated. After disassembling the instrument, broken safety interlock channel lugs were identified. It was reported that the clip applier experienced a clip jam during firing, and the clip could not be properly fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when an attempt is made to fire the instrument without first loading a clip by using the trigger. The safety interlock feature is designed to prevent the jaws from closing on a vessel in the absence of a loaded clip. If an attempt is made to forcibly fire the instrument while engaged in interlock, the lugs are designed to break as noted and the interlock feature continues to function as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: before attempting to squeeze the handle, be sure to first load a clip into the instrument jaws. If the jaw is empty, the instrument will not close. Always check to see if a clip is seated in the jaws prior to firing. When squeezing the handle, remove the finger from the trigger. Do not simultaneously pull the trigger and squeeze the handle as this may result in the firing of an unformed clip or jamming of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastric cancer resection surgery, when the first clip was used at the beginning, the clip applier experienced a clip jam during firing, and the clip could not be properly fired. A new plastic clip from another manufacturer was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter during the laparoscopic gastric cancer resection surgery, when the first clip was used at the beginning, the clip applier stuck occurred. A plastic clip was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.